Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as digging into skin on their spine. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.